Event description:
It was reported that the tubing of a vented solution set was crushed. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing was sealed. The reported condition was verified. The cause of the condition was determined to be a human operator error that resulted in the packaging machine sealing the tubing. In order to address this condition, a mechanism that detects caught tubing will be installed on the machine. Additionally, 100% visual inspection during the packaging process was implemented. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Initial reporter address: (B)(6).. Should additional relevant information become available, a supplemental report will be submitted.